Event description:
Device broken [device breakage]. Ketones +++ [blood ketone body]. High blood glucose level [blood glucose increased]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from the netherlands was reported by a pharmacist as "patient has been admitted to hospital twice with high blood glucose levels due to device broken" and "ketones +++" and concerns a (B)(6) female patient treated with novorapid penfill (insulin aspart) from and to unknown dates, levemir penfill (insulin detemir) from and to unknown dates, novopen junior (device therapy) from and to unknown dates and novopen 3 (device therapy) from and to unknown dates for type 1 diabetes. Patient's height: not reported. Medical history includes down's syndrome and she lives in a surrogate family home. Additionally, she suffers from a thyroid disorder. The patient is also treated with non-coded concomitant drug ovar aerosol 100 if necessary. The first event happened in (B)(6)2009 (B)(4) due to a broken novorapid penfill. First incident happened with the patient's novopen 3. The second event happened in (B)(6)-2010 due to a broken levemir penfill. The patient's mother lost faith in the novo nordisk products. The patient experienced high blood glucose levels due to the broken penfill in novopen 3. The patient did not receive the right amount of insulin and had to be admitted to the hospital. This second event happened with novopen junior. On (B)(6) at bedtime, blood glucose was 4.2. Levemir 32 iu was injected and the patient had some bread. At 22:45, blood glucose was 13.2. On (B)(6)2010 in the early morning, blood glucose was 23.1 but no ketones were present. Levemir 14 iu was injected and the patient has some water and breakfast. At 17:30, blood glucose was 8.6 and 14 iu novorapid was injected; then the patient had dinner. At bedtime 21:30, blood glucose was 8.1 and 32 iu levemir was injected. On (B)(6)-2010, in the early morning, blood glucose was 25.1 with ketones +++. The hospital was contacted for testing. At 13:30, blood glucose was 15 and 18 iu novorapid was injected. At 16:00, blood glucose was 11.8; the patient was asleep. At 18:00, blood glucose was 9.0 without ketones and 14 iu novorapid was injected. At 21:00, blood glucose was 5.2; the patient had a little to eat and drink. Afterwards, the patient's mother discovered that the pen didn't function properly. She contacted hospital and was advised to add novorapid. On (B)(6)-2010 at 0:30, blood glucose was 16.4 and 4 iu novorapid extra was administered. At 1:30, blood glucose was 14.4. At 4:00, blood glucose was 8.2. At 9:30, blood glucose was 9.9 and 8 iu novorapid was administered. At 13:00, blood glucose was 20.4 and 22 iu novorapid was administered. No ketones were observed. After being cared for by her parents, the patient returned to her family home. On (B)(6)-2010, blood glucose levels returned to normal. At 17:30, blood glucose was 5.2 and 12 iu of unknown drug was injected. At 21:30, blood glucose was 8.8 and 32 iu levemir was injected. In (B)(6)-2010, glycosylated haemoglobin (hba1c) was checked in hospital, it was 6.9. The patient's penfills are kept in a refrigerator in carton. Changing penfill was done under supervision. On (B)(6), a diabetes nurse in hospital has informed regarding usage of flexpen. All devices and drugs that were returned to novo nordisk for investigation on 17-jun-2010 were used in (B)(6)-2010. The patient used novopen junior for levemir and novopen 3 for novorapid. These pens were given to the patient by a health care professional after the incident in (B)(6)-2009 as delivery systems used during that incident were disposed of. The patient is using flexpen now. Outcome for high blood glucose levels and ketones +++ was reported as recovered, however, device breakage remains as "not reported".

Manufacturer narrative:
Analysis result: product name: novorapid penfill, batch: xk70087, expiry date: 04/2011. Investigation and results: the returned products were examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The insulin was found to be normal. The results were found to comply with specifications. No cracks were observed in the returned cartridges. Product name: levemir penfill, batch: xt60557, expiry date: 10/2011. Investigation and results: 6 cartridges (one used and five unused) were returned for investigation. The returned cartridges were examined visually and the used cartridge was found to be cracked. The pattern of the cracks indicates that the glass has been subject to a squeeze, an impact, tools or a sudden acceleration of the product, which generates stress on the inner and outer glass surface. The breakage is most likely due to incorrect or rough handling during transportation, distribution or use. The observed cracks have resulted in leakage and in insulin being trapped between the piston ribs. If insulin leaks out through the crack during injection, the dosage volume will be inaccurate. Furthermore, when left to stand, an evaporation of the liquid may result in a more concentrated insulin in the cartridge. If any cracks are observed, the product should be replaced. No sign of leakage or cracks were observed in the unused cartridges. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The insulin was found to be normal. The results were found to comply with specifications. Note: even though our cartridges are constructed in such a manner that they do not break easily it is not possible to guarantee that breakages will not occur. Product name: novopen 3 junior, batch: vug0503, no. Of samples: 1. Investigation and results: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the functions of the pen. Product name: novopen 3, batch: nscl689, no. Of samples: 1. Investigation and results: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the mechanical functions of the pen. Conclusion: product information: the product was found to be normal. The insulin was found to be normal. The breakage of the used cartridge is most likely due to too high pressure applied to the push-button during use of the device, which has caused tension in the glass. The device was found to function normally. Nothing abnormal was found in connection with the function of the pen. This case is linked to (B)(4) which is regarding first events happening in the autumn of 2009. Company comment: novopen junior (device therapy): two other cases with similar root cause as case (B)(4) have been reported. In both cases rough handling of the pen and penfills was the cause of the cracked penfill. On the basis of a limited number of cases with similar root cause, novo nordisk a/s does not evaluate this as a safety concern. Reporter comment: reporter's alternative aetiology: not reported.